Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2015-01328; 2. 3005168196-2015-01331 .the hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician encountered resistance and was unable to advance a pc400 coil (lot # f40411) through the px slim. The pc400 coil was removed and a new pc400 coil (lot # f42601) was used. However, this second pc400 coil unintentionally detached and became stuck in the px slim. The physician removed the px slim containing the pc400 coil from the patient. The procedure continued using a new pc400 coil and a new px slim. There was no report of an adverse effect to the patient.